Manufacturer narrative:
Product analysis: a graphical user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the ventilator diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, an 840 ventilator stopped cycling. The patient was possibly harmed as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. Patient was transported to another location.

Manufacturer narrative:
The service engineer (se) found a diagnostic code in the memory logs; the se was not able to duplicate the code. The graphical user interface (gui) printed circuit board (pcb) was replaced as a precautionary measure and the device passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.